Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused stage IV esophageal cancer diagnosed in 2012 that resulted in death. The patient's spouse did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused stage IV esophageal cancer diagnosed in 2012 that resulted in death. The patient's spouse did not report the patient to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation.